Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse was doing a hand wash during a laparoscopic right colectomy procedure, it was reported that the anvil was broke into pieces and disengaged. Device was not used in patient. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted the presence of what appears to be a circular stapler next to the packaging. The anvil appears to be not tilted and separate from the instrument. The anvil does not appear broken in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse was doing a hand wash during a laparoscopic right colectomy procedure, it was reported that the anvil was broke into pieces and disengaged. Another device was used to complete the case. There was no patient injury.